Manufacturer narrative:
It was reported that during a procedure, the endoeye flex deflectable videoscope had check image noise during testing before use. There was no patient involvement. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was found that the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a procedure, the endoeye flex deflectable videoscope had check image noise during testing before use. There was no patient involvement.